Manufacturer narrative:
No customer product or patient blood sample was returned to immucor for immucor investigation. However, the immucor laboratory tested retention product on 24feb2015, which performed as expected. An immucor field service engineer (fse) visited the customer site on (B)(4) 2015 to assess the instrument used for testing. The fse determined that the instrument peri-pump volume was too low (which was corrected), and also that the washer residual volume was too high (which was also corrected).

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo.